Event description:
It was reported the lead was replaced due to poor sensing and blood ingression into lead body. The lead was explanted. No patient complications have been reported as a result of this event.